Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent a ventral hernia repair with stratus mesh on (B)(6) 2008 due to ventral hernia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh (surgipro mesh) were implanted along with concurrent hysterectomy due to uterine prolapse, and vaginal vault prolapse.

Manufacturer narrative:
It was reported that patient underwent repair of recurrent abdominal incisional hernia and circumferential abdominoplasty on (B)(6) 2010 due to large recurrent incisional abdominal hernia, skin and fascial laxity of the trunk. No additional information was provided.